Manufacturer narrative:
Upon follow up, reportedly, customer changed type of infusion set used to resolve occlusions. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose (bg) was over 600 mg/dl. Pump supplies were changed. A bolus was delivered and insulin injections were administered to address bg. Customer went to the emergency room (ER) due to elevated bg and diabetic ketoacidosis (dka). Ketones were considered as being dangerous by a healthcare provider. Customer was treated with intravenous insulin drip. After 2 days in the ER (no hospital admittance), the customer felt ¿ok¿ and left the ER with bg in the 100s mg/dl.